Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an open door alert if slight pressure was applied on a closed door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the reported problem was not reproduced. A review of the event history log revealed multiple system error 320 messages which indicates a latch switch error. A service history review revealed the device has been serviced within the last 12 months for a similar complaint however there is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was determined to be a system error 320 caused by a failed upper auxiliary. The upper auxiliary requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.